Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported during a breast biopsy with an eviva device on (B)(6) 2026 that "needle took one sample, then the "retest handpiece" indicator would flash red and machine quit working.. We were unable to finish the case." The customer further reported the "patient went through a biopsy and only obtained one sample." The procedure was not able to be successfully completed. No further information is available at this time.